Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial (B)(6) ubd: 18-nov-2026, (B)(4) , product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that whilst intraoperative testing of the electrode's impedance with the wireless external neurostimulator (wens), the impedances were unusually high and not consistent after several measurements. No patient-related issues occurred. Several impedance measurements made showing inconsistent results. There was nothing to note to have possibly led to the issue. The lead was never implanted and the operation could be continued without further trouble with a different lead, and the issue was resolved at the time of report. The lead was discarded and will not be returned for analysis. Additional information was received. The cause of the high impedances was not determined. The intraoperative troubleshooting options are pretty limited. Impedance testing was conducted several different ways, trying different reference electrode poles. Still, some electrode poles showed significantly higher impedances than usual. Also, during intraoperative screening with the patient, it turned out that a high current was needed until patient perceived paresthesia. An out-of-range warning occurred several times.